Manufacturer narrative:
(B)(4). Serial number and device manufacture date: the device serial number provided by the reporter in the initial report was incorrect ((B)(4)). Therefore, the manufacture date was documented as unknown. Upon receipt of the device, the serial number was identified as (B)(4). The device manufacture date has been updated to sep 3, 2009. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the cable/cord/wiring was damaged, the lock was defective and the hose was worn. It was further determined that the device had fluid damage. It was further determined that the device failed pretest for loctite & cable assessments, cutter lock assessment and safety assessment. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.